Event description:
It was observed that during the device evaluation, the ultrasonic broncho fiber videoscope exhibited foreign material on the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the information obtained from this complaint and the investigation results, it can be confirmed that leakage failure occurred at the device in question. Therefore, it is presumed that reprocessing could not be completed properly and foreign material might have remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.